Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported mild vasospasm was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00283. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace) and a penumbra system 3max reperfusion catheter (3max). Follow-up imaging indicated complete revascularization; however, a mild vasospasm of the mid to distal right m1 segment was noted as well. The patient completed the 90-day follow-up with an modified rankin scale (mrs) score of 0 and a nih stroke scale (nihss) of 0. The mild vasospasm was reported as an adverse effect with a possible relationship to the penumbra system.